Manufacturer narrative:
Research and development discussion and conclusion: this valve was reportedly explanted after approximately 10 days due to aortic stenosis. Although no functional testing was able to be performed due to the hospital¿s excision of a large portion of leaflet 3, the increase in stiffness of the leaflets appears to be sufficiently severe to be the primary cause of the reported aortic stenosis. This explant is unique in edwards¿ experience to date for its significantly elevated leaflet stiffness within such a short period of time in vivo. X-ray imaging showed minor to moderate x-ray density, relatively uniform throughout all three leaflets, suggesting diffuse calcification. Histology showed early stage tissue calcification affecting all samples examined, located primarily in the middle layers of the leaflets, extending almost continuously from the free edge of the leaflets to the attachment site at the wireform. Tissue in the unaffected areas appears normal and reasonably well preserved. Early tissue calcification is rare in edwards¿ perimount heart valves. The calcification distribution and severity after 10 days in vivo evident in this valve are without precedent in edwards¿ clinical experience. No substantial inflammatory cells are evident either on the surface or inside the leaflet samples, suggesting the host immune-system is somewhat suppressed. No substantial bacteria are evident by gram staining, which is expected since the patient was under treatment with multiple antibiotics. Chronic tissue calcification is one of the most common failure modes in bioprosthetic heart valves. The occurrence and time course of tissue calcification in bioprosthetic heart valves are highly variable among patients and the mechanisms for calcification are not fully understood. Patient biological factors, such as age, the state of the endocrine and immunological systems, and comorbidities, are believed to play important roles in the development of bioprosthetic valve calcification. The frequent blood dialysis experienced by the patient and the extensive medications may be significant contributors to the valve calcification observed in the present case. End-stage renal disease with dialysis is a known risk factor related to early calcification of bioprosthetic heart valves, and has been reported in the literature. The dialysis-related disorder in blood chemistry, particularly increased blood calcium and phosphate levels, likely play an important role in the development of early bioprosthetic leaflet calcification in this subgroup of patients. In combination with the dialysis, it is possible that the several pre-existing medical conditions (e.g., active infectious endocarditis) and the associated, complex, combination of medications administered pre- and post-implant may have contributed to this extremely rare early bovine pericardial bioprosthetic valve calcification.

Event description:
The customer reported that a 23mm aortic valve was implanted for aortic valve replacement (avr) to correct aortic regurgitation (ar) and prosthetic valve endocarditis (pve) on (B)(6) 2013. The patient was in good condition shortly after implant. However, on (B)(6) 2013, aortic stenosis was confirmed by echocardiography (aortic valve peak pressure gradient (aov ppg): 81.8 mmhg, aortic valve mean pressure gradient (aov mpg): 52.5 mmhg). The device was explanted and replaced with a 22mm mechanical valve. At explant, all three leaflets were found to be hardened with the exception of imperceptible mobility of one leaflet. The significant hardening of leaflets was confirmed by echocardiography and also under direct visual observation.

Manufacturer narrative:
In a meeting held with the customer, the event was discussed regarding a 23mm valve that was explanted after an implant duration of approximately 10 days due to aortic stenosis (as) and elevated gradients. The customer reported that a magna ease valve, model 3300tfx23mm, was implanted for aortic valve replacement (avr) to correct aortic regurgitation (ar) and native valve endocarditis in an (B)(6) male patient. The patient was in good condition shortly after implant. It was explained calcification is specifically-observed at regions with high mechanical stress (commissure area, bending area of the cups) on the bioprosthesis valve; however, in this valve, uniform calcification was observed in all leaflets. It was likely the high serum calcium levels in the patient¿s blood may have contributed to this event. As the result of the calculation from the patient¿s blood data we received, serum calcium phosphate value exceeded 60mg/dl on almost all test dates. It is possible that the calcification may be advanced quickly in patients with end-stage renal disease whose calcium phosphate level are not controlled. This is an extremely rare and isolated event. In this case, the serum albumin level in this patient was low. Albumin has a binding action to calcium. If serum albumin level is low, the binding action is reduced, resulting in an increase of the serum calcium level causing calcification.

Manufacturer narrative:
As received, leaflets 1 and 2 had vegetation in the cusp areas on the outflow aspect. Observations are consistent with infection as described in customer report. Vegetation restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated no visible calcification, no visible damage to the wireform. Leaflet 3 had a cut area of approx 11mmx17mm, cut section was not returned with the valve. Valve will be sent to (B)(4) for histology testing. Photos by complaint owner showed all three leaflets intact and what appeared to be vegetation on all three leaflets. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the surgeon, the customer has affirmed that calcification was not suspected, and the reason for the hardened leaflets could be due to the administration of antibiotics, but the relationship between the device and the event remain unknown. The customer is anxious about a new drug used on this patient, which may have contributed to the tissue degeneration. This patient had a pre-existing infection prior to implant of this valve. The type of infection was cultured by blood test to be (B)(6). However, the source of infection was not reported. Vancomycin was administered to treat (B)(6) from (B)(6) 2013. The patient remains under treatment.